Event description:
It was reported intermittent occlusion alarms occurred. During one incident, the customer's blood glucose (bg) level was displayed as "high," although the exact value was not known. The customer used a correction injection to address the elevated bg and did not need third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy, continuing to use the pump for insulin therapy.